Manufacturer narrative:
Zealand pharma ae assessor spoke to the v-go user for further investigation of the complaint of hypoglycemia using v-go 40. Pre-vgo bg was 200-300s mg/dl range, a1c-9.5 or 9.6%, taking regular and nph insulin inconsistently and at inconsistent doses. Patient would not provide the doses. Using v-go 40 bg level was 27-99 mg/dl, taking 2 clicks with meals. During the year he used v-go 40 patient reports multiple hypoglycemic episodes with the lowest at 27 mg/dl. When bg was 27 mg/dl he was driving and was pulled over by the police. Patient was combative and the police officers realized he needed medical care and called for an ambulance. The emts checked his bg at 27 and provided IV glucose. The ambulance took the vgo user to the hospital ICU where he woke up 8-9 hours later and since bg had stabilized was released to home. Patient home going orders included always to have a source of glucose with him and to contact his hcp for an appointment. Patient indicated he had 2 more episodes similar to this that were so low he required third party assistance but could not provide details. Patient has symptoms of shakiness and excess perspiration when he experiences hypoglycemia. Patient indicated he was experiencing hypoglycemia with symptoms of shakiness and excess perspiration perhaps as much as 100 times over the year he was using v-go 40; patient self-managed with oral carbohydrates. Patient said he finally told his hcp his hcp needed to change something and he was switched to a v-go 30. There is a logical reason for the hypoglycemia. The v-go 40 contained too much insulin for the needs of the v-go user. The hcp switched the v-go user from a vgo 40 to v-go 30 which contains less insulin. Using v-go 30 bg has been about 120 mg/dl, a1c 6 something percent, taking 2 clicks with meals. Patient wears v-go 30 for 24 hours and monitors the insulin viewing window. On 6/2/21 at 5:30pm bg was 108 mg/dl according to his continuous glucose monitor. The v-go user is in contact with his hcp for bg and medical management.

Event description:
Zealand pharma ae assessor reported that the patient when driving and was pulled over by the police. Patient was combative and the police officers realized patient needed medical care and called for an ambulance. The emts checked his bg at 27 and provided IV glucose. The ambulance took the patient to the hospital ICU where he woke up 8-9 hours later and since bg had stabilized was released to home.